Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that all the monitors in control room and exam room went blank, and the electro physiology (ep) - touch screen module was frozen.